Event description:
It was reported a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient experienced a cardiac tamponade treated with a pericardiocentesis and hospitalization. The physician¿s opinion on the relationship between this event and the product was since this was the 2nd session of a recently performed procedure for af case, fossa had a hole in it. Brockenbrough (bb) (transseptal puncture) was not performed. It is highly likely that the wire penetrated to the epicardial side when the wire was moved to the left atrium (la) to advance the sheath. However, it is not known at what point the issue actually happened. No ablation was performed. No abnormalities observed prior to use or during use of the product. Additional information was received. The physician¿s opinion on the cause of this adverse event was that it was procedure related. No error messages observed on the biosense webster equipment during the procedure. Patient has fully recovered.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000248 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).